Event description:
The passeo-35 balloon was selected for treatment of a severely calcified lesion (80 percent stenosis degree, length 200mm) in the sfa. The balloon was inflated but burst at 18 bar.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument confirmed that the balloon has been inflated. After introduction of a 0.035 inch reference guidewire, functional testing was performed by successfully inflating the balloon with up to 18 atm (rbp). Microscopic inspection of the balloon surface revealed no damage or irregularity. Only a mild kink was observed in the device shaft about 5 cm proximal to the proximal x-ray marker. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test and a pressure test. Based on the conducted investigations of the device being subject to this complaint, we can confirm that no product failure could be determined.